Event description:
It was reported that following MRI the patient's pump was not interrogated. The patient was seen at his physician's office the next day. When the pump was read, it noted motor stall. The patient had not experienced any increase in symptoms. After approximately 15 minutes, the pump was read again and the logs noted a recovery.

Manufacturer narrative:
The device is included in the medical device correction, important information on potential MRI effects.